Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During a distal tibia fracture procedure, to secure the plate the doctor used the drill guide. By removing the drill, the surgeon made a sudden movement and it broke. While using the screwdriver to torque, it also broke. To complete the procedure, spare instruments were used.

Manufacturer narrative:
The reported incident that a ¿drill sleeve axsos 4.0mm locking set¿, that was used to secure a plate, broke during removal, due to a sudden movement (s-11 / breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The drill sleeve was received for evaluation broken, at the tip. The visual examination revealed that the surface of the sleeve looks used (scratches, faded color) while the breakage surface has a rough and fibrous texture, cracks and signs of rust. These patterns are consistent with a ductile fracture. Such a fracture can occur due to excessive force being applied to a specific part of the device. The inspection revealed that the tip of the drill sleeve is broken but only partially. Since it was reported that it broke, due to a sudden movement, the event is consistent with the fracture surface. As stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ the breakage surface ¿ half of the tip is broken ¿ indicates that a sudden/violent move towards the side of the breakage, led to the reported break. The external surface of the tip has threads, which implies that it needs to be screwed on the plate. If during removal the drill sleeve experienced an unauthorized action then the device could definitely be deformed and lead to such a breakage. The drill sleeve has been manufactured in 2012 and is considered a multiple-use device. However, ¿stryker trauma & extremities does not typically specify the maximum number of uses for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ if the drill sleeve has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, and that it has reached the end of its life sooner than expected. Please follow the cleaning and sterilization guidelines to check proper functionality of the device and always keep in mind that ¿in case of failure, the instrument must be replaced and not be used.¿ based on investigation, the root cause was attributed to a user related issue, due to a mishandling of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During a distal tibia fracture procedure, to secure the plate the doctor used the drill guide. By removing the drill, the surgeon made a sudden movement and it broke. While using the screwdriver to torque, it also broke. To complete the procedure spare instruments were used.